Event description:
The customer stated that she was hospitalized three times this year due to high blood glucose levels. The customer had no further information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.